Event description:
A break in the retention dome during traction removal. The indwelling period was 124 days. The dome portion was removed with a snare.

Manufacturer narrative:
The complaint was confirmed, user related. The retention dome of the ponsky replacement tube broke and was not returned for evaluation. A portion of the dome remained bonded to the feeding tube. The dull veneer along the surface of the remaining dome material indicates that the dome tore. The lack of any associated damage suggests the tear in the dome was caused by stretching the dome material during removal. The complainant indicates the device had been in place for 124 days. Gross visual and microscopic examinations show no evidence of a defect or deformity related to the manufacturing process. A chr was not completed since the lot info was not provided by the complainant.